Event description:
During asnis 3 4.0mm screw surgery, after insertion of the guide wire the surgeon used the cannulated drill with the drill sleeve. Then he tried to extracted the drill from the sleeve but the tip of the drill was bend and it could not be extracted from the sleeve. After that the drill was extracted forcibly by pliers.

Event description:
During asnis 3 4.0mm screw surgery, after insertion of the guide wire the surgeon used the cannulated drill with the drill sleeve. Then he tried to extracted the drill from the sleeve but the tip of the drill was bend and it could not be extracted from the sleeve. After that the drill was extracted forcibly by pliers.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the striations found on the shaft of the returned device shows that during drilling high forces were applied. The cutting flutes of the drill are blunt. It cannot be excluded that the device was used for several surgical procedures. During the inspection, it was verified that the drill bit was damaged but not broken. Please note that drill bits are recommended as single patient use items according to the instructions for cleaning, sterilization, inspection and maintenance of osteosynthesis medical devices to guarantee the function in each procedure. Based on investigation, the root cause of the determined failure was attributed to a user related issue (deviation from instructions for use). The surgeon probably applied to much force during the drilling conducting to a bending of the device.